Event description:
It was reported that patient's right ventricular (rv) lead exhibited low impedance. No intervention or reprogramming of the lead has occured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5072 implantable pacing lead (B)(6) 2001; 39565 pain stim lead (B)(6) 2012; 37714 pain stim implantable pulse generator (B)(6) 2012; 37754 neuro recharger implant date unknown; 37746 neuro programmer implant date unknown. (B)(4).